Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens had resistance during movement through the cartridge and at the time of exit the lens was damaged. The lens was then removed. The injector and cartridge will be changed while implanting the new lens. Additional information was received stating that, no additional harm was caused to the patient.